Event description:
It was reported that the patient was told at the implant the he would be able to have his pump refilled every 3 months. The health care provider (hcp) had the patient refilled every 1 1/2 months due to medication in pump becoming less potent. When the patient would get his pump refills, the hcp would often pull out half the medication. It was also reported that the patient had no therapeutic effect. The patient had acute pain. The patient¿s pain never really goes away. It was noted that the pain started in 1993. The location of the patient¿s pain was his right leg. The hcp felt the patient had inflammation in a tendon in his leg. The patient did feel that the pump had helped some. The patient no longer took pain pills but his pain level never got below a ¿3¿. The patient would wake up several times in the night. It was noted that the patient had had 3 back surgeries. At a surgery in 2000, the hcp fused l4 and l5 and had pedicle screws put in. In 2001, the hcp realized one of the screws was touching a nerve so they did surgery to remove the hardware. The patient¿s 3rd surgery was in 2005 where he had another fusion on l4 and l5. It was also noted that the patient was in a car accident in 2003. The patient was refilled on (B)(6) 2012 and the refill before that was on (B)(6) 2012. The patient was redirected to their hcp. The pump was infusing bupivacaine, morphine (unknown). Additional information received reported that the cause of the event was uncontrolled pain. There was no known issue with the pump or the catheter. It was noted that the patient wanted to use oral medications with his pain pump and personal therapy manager (ptm). A magnetic resonance image (MRI) was done on (B)(6) 2009. The patient had no injury. It was later reported that the patient never had therapeutic effect. The pump never really provided any pain relief since it was implanted. It was noted that the hcp had adjusted it all along. The patient suspected that the pump was not functioning properly. He was getting a very low relief. The patient noticed a change 2 months prior to the report. He had been working with his hcp on diagnosing whether the pump was giving him a full delivery or not. The hcp ordered the patient to have an MRI a month prior to the report to diagnose the catheter to see if it was delivering. When the patient had the MRI appointment, they wanted to use the contrast dye but the patient was not able to have a contrast dye because his nephrologist said it was not a good idea because the patient had kidney issues. The patient became aware of kidney issues in (B)(6). The patient went for his routine yearly check and the hcp saw some signs of disease. The patient was hospitalized in (B)(6) because of his kidneys and went for a kidney biopsy. When the patient went to the hospital he was immediately treated. The patient was going to see his hcp and was going to try to get an answer about what the next step was regarding the pump. The patient had the same drugs as in the past at the time of the events.

Event description:
Additional information was received from a consumer. Per the patient, the pump delivered dilaudid and bupivacaine. Patient history included failed back surgery syndrome, post lumbar laminectomy syndrome, and spinal pain. In 2001 the original back surgeon took out the hardware and a pinnacle screw was broken off. The patient was not aware of this until 2002 from the fusion in 2000. In 2005 the patient had another surgery where they went in from the front and cemented the patient's entire spine which seemed to help quite a bit. The pump then had the pump implanted. When the patient started talking to the implant doctor he thought the pump was not working. The doctor checked the pump and told the patient that it was working. The patient did not feel like the pump had been giving him the same relief as before. The patient stated this began in (B)(6) 2014. When the patient got back to (B)(6), the doctor aspirated fluid out of the pump and checked to see that it was still working. The patient stated that it seemed like a different pain and that was what he could not figure out. The patient stated it might be something else that has gone wrong (with his back). The pump was last refilled on (B)(6) 2015.

Manufacturer narrative:
Concomitant products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8 709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).